Event description:
Further information received during a patient follow-up found non-sustained ventricular oversensing episodes. Noise signals were observed on the ventricular sense amp channel and it could not be resolved by turning off the low-frequency attenuation filter. Abbott technical support recommended provocative testing on the lead as damage is suspected. No further testing or intervention was performed, the patient is stable and being monitored.

Event description:
I it was reported that oversensing and high lead impedance was observed on the ventricular lead. No further information is available at this moment.